Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and visual inspection found the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization and low torque tests. Additional observation related to the customer complaint: the instrument was found to fail during initialization. The instrument was place on an in-house system and failed initialization on 3 of 3 attempts. The system displayed error "self test failed. The loose grip cable at the proximal likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. The instrument was found to have one error- grip torque is outside the expected range. Initialization test was bypassed and hard grip force test performed. The instrument failed the grip force test on 3 of 3 attempts. During the grip force test, the error incomplete seal cycle and sealing malfunction occurred. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.